Manufacturer narrative:
Concomitant: product ID 3487a-45, lot# v782185, implanted: 2011-(B)(6), product type lead. Product ID 3487a-45, lot# v684295, implanted: 2011-(B)(6), product type lead. Product ID 3708220, serial# (B)(4), implanted: 2011-(B)(6), product type extension. Product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient had their device replaced. The device was very low but the main reason it was replaced was that the patient could lean forward and turn their device off and then lean back and turn it on. This issue was present since close to the implant and started a couple of years prior to the report. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.